Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was unknown. The customer was attempting to treat high blood glucose with the pump. Customer was admitted to the hospital. Customer's blood glucose at time of 911 called was unknown. Customer cause of 911 called was diabetic ketoacidosis. The customer was treated with insulin drip. Customer was wearing the pump at the time of 911 called. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. Customer stated that she will call tomorrow with hemostats to perform high pressure test.